Manufacturer narrative:
(B)(4). The bur and attachment (5100120470/ lot 13283) subject to this investigation were returned to the manufacturer for evaluation. The cutting end of the bur was not returned for investigation. It was visually confirmed that the bur was broken along the shank, the breakage location correlated with the location of the bearings in the attachment. The returned bur met specification for notch configuration and shank diameter. Based on review of the information provided in relation to this reported event, and the partial device inspection, the root cause of this event is undetermined.

Event description:
It was reported that the bur broke off during a procedure and became lodged in the attachment. The procedure was completed successfully and there was no patient impact, adverse consequences, surgical delay or medical intervention reported as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.

Event description:
It was reported that the bur broke off during a procedure and became lodged in the attachment. The procedure was completed successfully and there was no patient impact, adverse consequences, surgical delay or medical intervention reported as a result of this event.